Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a scan timeout issue with the adc device. The customer obtained an unspecified low capillary result (unspecified meter) but experienced a loss of consciousness. Paramedics were called and treated the customer with glucose injection.

Event description:
A customer reported a scan timeout issue with the adc device. The customer obtained an unspecified low capillary result (unspecified meter) but experienced a loss of consciousness. Paramedics were called and treated the customer with glucose injection.

Manufacturer narrative:
The product has been requested for investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is properly seated and no physical damage was observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination).inspected the plug assembly, no issues were observed. Attempted communication between returned sensor and known good reader. Reader successfully communicated with the returned sensor. Scan timeout error message was not observed. Therefore, this issue is not confirmed. Extended investigation has been performed for the updated serial number and reported complaint and there was no indication that the product did not meet specification. Dhrs(device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a scan timeout issue with the adc device. The customer obtained an unspecified low capillary result (unspecified meter) but experienced a loss of consciousness. Paramedics were called and treated the customer with glucose injection.